Manufacturer narrative:
Upon evaluation of the returned device, the report of air/water leakage was not confirmed. In addition to the peeling on the image guide, the following faults were found: significant breakages on the image guide bundle, lost water tightness due to deformation of the control unit, chipped adhesive on the a-rubber, wrinkling on the connecting tube, the bending angle in the up direction does not meet the standard value due to wear of the angle wire, the lg bundle was broken, corrosion around the objective lens adhesive, lg lens discoloration, the eyepiece was scratched and loose, the control unit was dirty, scratched and damaged, the bending tube was bent and had a dent, the connecting tube had a dent, the venting connector under the grip was shaved, and scratches on the connecting tube, angulation lever, up down plate, grip, s-cover, and diopter ring. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus the tracheal intubation fiberscope had air/water leaks from the insertion tube/bending section. Upon inspection and testing of the customer returned device, it was observed that the coating on the image guide coil was peeling off (1-2 mm or more). This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling of the image guild coil was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.